Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿capsular contracture¿, ¿sharp pains in the left side¿, ¿itching at times¿, ¿inflammation throughout my body¿. Patient also reported ¿pressure¿, ¿burning¿, ¿gallbladder stopped working and was removed¿, ¿complete hysterectomy¿, ¿severe fatigue¿, ¿autoimmune disease¿, ¿hypothyroidism¿, ¿lost about half of my hair¿, ¿developed ulcer-like sores on my face¿, ¿vision has decreased¿, ¿intolerances to particular foods and have nausea¿, ¿sweat profusely during the night¿, ¿sinus congestion¿, ¿weight gain of about 12 pounds¿, ¿joint pain¿, ¿fatigue¿, and ¿have also had kidney infections often¿; these events are not device related. Device remains implanted.